Event description:
In this event it is reported that the nontemplate aligner arch, the aligners cutting into the patient's cheek.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. Upon inspecting the aligners from these stages, we did not find any sharp or rough edges or any other out-of-specification condition on the devices that could have caused the issue described in the reported event. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.